Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the most distal row were slightly flared. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. The 85% stenosed target lesion was located in a severely calcified and moderately tortuous proximal left anterior descending artery (lad). The lesion was predilated using an unspecified balloon catheter. A 4.00x28mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.